Manufacturer narrative:
Analysis on the returned pcoip resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the pcoip client was tested and logs indicated software reboot at different time intervals. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip needed to be replaced. Once the pcoip was replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera cart is randomly displaying the pcoip reconnecting message. There was no patient present when this issue was identified.